Manufacturer narrative:
Further information was requested but was not available at this time.

Event description:
It was reported that loss of ventricular capture was observed on the implantable cardioverter defibrillator (ICD).

Event description:
New information notes the asymptomatic patient presented in clinic, no changes were made, the patient was being monitored remotely, the patient was stable.